Manufacturer narrative:
Upon receipt, the device interrogation revealed the eos battery status. A number of six charging cycles was documented. The inspection of the ICD memory content confirmed a premature detection of the eos battery status on january 31st, 2022. The current consumption of the device in the eos state was tested and was found to be normal. Therefore, the ICD was opened to examine the inner assembly. A visual inspection showed no anomalies. The battery voltage was measured revealing a depleted battery. In a next step, the electronic module was attached to an external power supply. The eos status was removed with a technical programmer and the ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied, and the device delivered a defibrillation shock as specified, documenting a normal and expected sensing and shock delivery. In particular, the specified energy level was reached. Further extensive analysis of the electronic components and the device memory content was performed, indicating an intermittent elevated current consumption, that could be narrowed down to an integrated circuit on the electronic module. Based on all available information, the root cause for the intermittent elevated current consumption was, however, not conclusively determinable. The manufacturing records and quality documents for this device were re-investigated. No anomalies were documented during the device manufacturing, in particular during the final acceptance test no abnormality in the current consumption of the device was observed.

Event description:
After an implantation period of approx. 16 months, it was reported that the device shows the eos status. The ICD was explanted.